Event description:
It was reported that the customer received an altitude alarm after getting off an airplane. The customer was unable to clear the alarm. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.